Event description:
Consumer reported found 3 pen needles to bend and break. Reusing needles - informed caller not to reuse with reasons. Consumer was able to remove needles from his site on his own. Lot # 2005018. Catalog# 320618. Date of event 02/12/2024 = 1 pen needle. Date of event unknown = 2 pen needles. Sample status awaiting sample 1 pen needle from 02/12/2024. (B)(6).

Manufacturer narrative:
2 pen needles affected by the event.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.